Event description:
A health care professional reported a possible malfunction in the equipment, resulting in a loss of cutting capacity of the vitrectomy tips, and advised reducing the cut rate to allow the surgical procedures to continue. Even after following the recommended measures, including reducing the cut rate to below 3000 cuts per minute, the equipment still did not function properly. Three different surgeons documented this issue in five surgeries performed with the same equipment. Surgical complications occurred that were associated with this technical failure, creating a potential concern for the visual function of the affected patients. The procedure type was unknown. No information was available regarding patient impact. Additional information was requested but has not been received to date. This report pertains to the vitrectomy probe involved in this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation. Therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).